Event description:
Per details reported on incoming e-complaint (B)(4): "on one side of both retractors there looks to be coating missing. " 1216677-2023-00038 leep cerview lat wall ret f410 e-complaint (B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples. Analysis and findings complaint (B)(4). Was the complaint confirmed? No. Distribution history: the complaint product was manufactured at csi on 28-jan-2023 under work order (B)(4) and sold on 30-jan-2023. Manufacturing record review: DHR-330313 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: iqc-f410-01, workorder (B)(4) , was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint product (f410 2 pieces) were returned on 02-mar-2023 on RMA number (B)(4) . The lot number of the returned product matched the lot number reported. Visual evaluation: visual examination of the complaint product revealed no physical damage. The coating was applied correctly, there was no missing coating. Functional evaluation: complaint product was functionally evaluated and found to function properly. The units were hipot tested per gynce-002 and were found acceptable. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action no further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Per details reported on incoming (B)(4): "on one side of both retractors there looks to be coating missing. " 1216677-2023-00038 leep cerview lat wall ret f410 (B)(4).

Manufacturer narrative:
Investigation: x-review DHR: x-inspect returned samples. *analysis and findings complaint (B)(4). *was the complaint confirmed? No distribution history: the complaint product was manufactured at csi on 28-jan-2023 under work order (B)(4) and sold on 30-jan-2023. Manufacturing record review:was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: iqc-f410-01, workorder 322990, was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint product (f410 2 pieces) were returned on 02-mar-2023 on RMA number 342650. The lot number of the returned product matched the lot number reported. Visual evaluation: visual examination of the complaint product revealed no physical damage. The coating was applied correctly, there was no missing coating. Functional evaluation: complaint product was functionally evaluated and found to function properly. The units were hipot tested per gynce-002 and were found acceptable. Root cause: root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action no further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported conditon.

Event description:
Per details reported on incoming (B)(4): "on one side of both retractors there looks to be coating missing." (B)(4).